Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device, via 14fr sheath after an endovascular aneurysm repair (evar) procedure. Reportedly, after deployment of the prostar xl device, it could not be removed from the patient anatomy. A cut down was performed to remove the prostar xl device and suture the right common femoral artery to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay of 2 hours in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial report, the following additional information was received. Mw#5095238 event description: patient undergoing angiography procedure in ir lab. Abbott prostar xl percutaneous vascular surgical system was inserted into patients right femoral artery at start of procedure. Device could not be deployed (advance or retract needles/suture system). Patient's artery tore and needed repaired, device malfunction, lot# 9091941, expiration date: 9/12/2021. FDA seafety report ID# (B)(4). Follow-up with the account confirmed the four needles exited the hub when deployed and the tissue damage was surgically repaired. No additional information was provided.

Manufacturer narrative:
Failure to follow steps/ instructions. Analysis was performed on the returned device. The reported device entrapment could not be replicated in a testing environment. It should be noted that the prostar xl instructions for use (IFU), states: the prostar xl pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported device entrapment appears to be related to the observed clamped suture lumens. The reported tissue damage and subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Attachment: mw5095238h6: patient code 2199 removed.